Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. Based on the information provided, and with no device returned, the cause of the reported event could not be conclusively determined. The review of the lhr (lot f1102601) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a peripheral intervention procedure on an unknown date. Access was obtained via a 6f procedural sheath at the common femoral artery (cfa). It is unknown whether a femoral angiogram was taken to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that after deploying the device, the physician attempted to deflate the balloon and remove the device through the advancer tube. The balloon would not fully deflate and could not be pulled through the advancer tube, so the physician removed them together. The patient was converted to manual compression and successfully achieved hemostasis. The patient was discharged without any complication at the access site. There was no patient clinical sequela reported.